Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached below 40 mg/dl while wearing the pod between 1 and 4 hours. The patient did not lose consciousness, but was weak and had a hard time standing. An ambulance was called and the patient needed assistance/carried on a stretcher. The patient was treated with intravenous fluids. The patient was discharged the following day. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: tp1a.220624.014.g781vsqsjhyc7. Smartphone hardware: sm-g781v. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.